Manufacturer narrative:
Zimmerbiomet complaint number cmp-(B)(4). One osseotite® tapered certain® implant 4 x 10mm (xifnt410) was returned for investigation. Visual evaluation of the as returned product identified significant signs of wear and fracturing at the collar. External threads are somewhat damaged, most likely from the removal process. Pre-existing conditions noted on the per was type iii 'lot' bone density and bruxism. Implant was located on tooth location #16 (fdi) for approximately 3 years and 5 months. The reported event could not be recreated and functional testing could not be performed due to the nature of the dental device and events. Per the applicable instructions for use (IFU), breakage may occur when device is loaded beyond its functional capability. Device history record (DHR) review was completed for the subject lot number 2017070643. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review by lot number (2017070643) was performed for similar event using keyword 'fracture implant', bone loss' and no complaint about nonconforming products was identified. Monthly post market trending was reviewed and there were no actionable events or corrective actions for the reported event (implant fracture, bone loss) or product (xifnt410). Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed with fracture identified. Additionally, bone loss is non-verifiable with the information available.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
Doctor reported implant fracture and bone loss at tooth site 16.